Event description:
Customer reporting false negative sars result. Customer communicated the observed low positive specimen was confirmed positive by cdc method. It is noted the customer is using an off-label, self-validated method for testing single sample collections.

Manufacturer narrative:
Investigation summary: customer is using an off-label, self-validated method for testing single sample collections. Root cause: unable to fully determine due to method difference from product insert source: email.